Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for a femoral trochanteric fracture using trochanteric fixation nail advanced (tfna) implants and cement. During the surgery, the surgeon inserted the blade but removed it, and re-inserted it due to an unknown reason. The day after the surgery, the patient was rehabilitating, but on march 19, a cut-out was confirmed. On (B)(6) the patient underwent revision surgery to remove the tfna implants; patient was revised with total hip arthroplasty (tha) surgery. The revision procedure was completed successfully with no delay. This report is for a tfna fenestrated helical blade. This is report 1 of 1 for (B)(4) and captures the cut-out of the blade after the initial surgery. The blade re-insertion in the initial surgery is captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product complaint #: (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: elmira / packaged, sterilized and released by: monument; manufacturing date: 02-mar-2020; expiration date: 01-feb-2030; part number: 04.038.380s, tfna fenestrated helical blade 80mm -sterile; lot number: 44p2270 (sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.